Event description:
It was reported that the ¿patient with traumatic l1 burst fracture underwent a surgery for posterior fusions at th12-l2 (l1 1 above 1 below fusion), and a secondary surgery for an anterior fusion at l1. Approximately two months later it was confirmed that the implant was inclining. This caused a load on screws and caudal screws were coming off. The patient was re-hospitalized was waiting for a revision surgery at the time of reporting.¿ no additional patient information was reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.